Event description:
It was reported that the sensor broke and had inaccurate sensor glucose readings. The blood glucose reading was 80 mg/dl, compared with the sensor glucose reading of 258 mg/dl. The customer stated that he also had another sensor which broke upon removal; he stated that the piece that goes into the body was gone when he took the sensor out. It could not be confirmed whether the sensor cannula had retracted since the missing piece was not recovered. Advised return of the sensor for analysis. The most recent blood glucose reading was 120 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of 2 enlite sensors found 1 of the 2 sensors was functioning properly and passed functional testing however, the remaining sensor was received with the sensor cannula broken and missing the broken parts.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.